Event description:
During the service evaluation at baxter, it was discovered that the stop key was not working. There is not an adverse event, patient injury or medical intervention associated with this report. The master software version in this pump is 5.09.90, categorized as colleague 2006. There is no further complaint information available.

Manufacturer narrative:
There is a CAPA investigation associated with this report. The pump was received and evaluated at baxter. The reported condition was confirmed and duplicated. Upon completion of baxter's investigation of this report, the pump will be routed to our service department for the appropriate servicing to be completed prior to being returned to the customer.